Event description:
It was reported that the tip of the left posterior-fossa pointer during testing at the user facility. There was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported that the tip of the right posterior-fossa pointer during testing at the user facility. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Device not yet returned for investigation.